Event description:
The device has been returned for analysis.

Manufacturer narrative:
As of today the product has not been received for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker displayed pacing impedances of greater than 2000 ohms shortly after implant. The patient was seen for a revision procedure where both products were explanted. The explanted products were to be returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation was not able to be confirmed.